Event description:
At a post-op follow up for an oral ridge preservation bone graft procedure, the dentist reported as follows: "I used one of the p3s... Cut in half, on back to back procedures the same morning in (B)(6)... In both cases... The periphery of the membrane was sutured to the overlaying gingival margins... And nearly primary closure was achieved. The sites were coated with bacitracin and a barricaid light cured... Was secured over the surgery sites. <the sites were uncovered> at 4 and 5 weeks respectively, and... The matrix barrier <was found> wadded up in the middle of the wounds, most... Bone graft particles gone, and apparently no wound closure."

Manufacturer narrative:
Follow-up by manufacturer indicated reporter's agreement that concomitant use of barricade and bacitracin with the matrix barrier impeded soft tissue healing, and that movement of barricaid would have caused the matrix barrier to become dislodged or damaged, allowing the bone graft material to migrate and disrupting bone formation. (B)(4).